Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and low pacing impedance. The lead was reprogrammed, adjustments made and remains in use. No patient complications have been reported as a result of this event.